Manufacturer narrative:
The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient's system was showing the low battery indicator. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.